Manufacturer narrative:
Unable to prime during prime/delivery test due to faulty back pressure sensor. Pump passed the displacement, rewind, basic occlusion and occlusion test. No motor error alarm noted. Motor passed motor test. Pump received with cracked battery tube threads, reservoir tube, reservoir tube lip, broken belt clip slot, scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during bolus. Blood glucose level at the time of the incident was 40 mg/dl, which was treated with food. The customer did not recall any significant events leading up to the error alarm. During troubleshooting, the alarm history showed that a no delivery alarm occurred the day prior to the call. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.